Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons not responding when first press, buttons stick down when press them. The insulin pump had an unexplained and random no delivery alarm, the error stopped after changing infusion set. The customer reported crack at battery side and insulin pump rejected new batteries. The batteries were lasting less than 7 days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.